Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/01/2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed as it was possible to download the transmitter log during the test. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of loss of connection was confirmed. The root cause was determined to be a failed transmitter.